Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced error code 1836 indicating a motor failure. Per reporter the batteries were removed and reinserted but the alarm returned. The device was then powered off. The programmed rate was 4.3 ml per hour, the remaining volume was 175.3 ml, and volume given was 24.7 ml. The event took place at the patient¿s home. No patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump experienced ec 1836 alarm persisted after battery removal and reinsertion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.